Event description:
New information received indicates that the device was explanted and replaced with no issues.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up check, the vibratory alert failed to vibrate when the physician attempted to turn on the vibratory alert on the device for eri alert despite several attempts. The device was explanted prophylactically following the advisory for premature battery depletion with implantable cardioverter defibrillator.

Manufacturer narrative:
The reported patient notifier anomaly could not be confirmed in the laboratory. The device was tested on the bench and no anomalies were found. A longevity calculation was performed, and the device was within expected longevity performance. The cause of the event could not be determined.